Manufacturer narrative:
The company representative examined the system and was able to replicate the reported event. The company representative found rust or foreign substances on the 24 v solenoid valve. The company representative recommended a replacement; however, the customer did not proceed with the part replacement. The system was manufactured on may 16, 2000. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had no infusion during a procedure. The procedure was completed with the same system using gravity infusion. There was no patient harm.